Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.4, lab: 2.7. Inratio: 1.6, lab: 2.7. Inratio: 1.7, lab: 2.7.

Manufacturer narrative:
Investigation pending.